Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. This report details a user allegation of exposure to a needle resulting from the cannula piercing the shield, which is classified as a reportable event per current embecta guidelines. In this circumstance, the user experienced a needlestick injury with a device that had not been utilized on any other individual . Therefore, the risk of contamination is unlikely.

Event description:
On thu, (B)(6) 10:20 am. I recently purchased a box of 100 of your 29g bd pet syringes for u-40 insulin. I'm about halfway through the box and last night discovered a syringe with a bent needle which has pierced the protective cap and the outer plastic bag with the tip of the needle extending outside both the cap and the bag in such a way that I received a minor finger stick while trying to remove a syringe from the bag. The lot number is 3346004 b. The syringes were purchased from our local veterinarian. Lot: 3346004.